Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, stiffness, joint pain, vomiting and the presence of ketones. The patient was treated with insulin and fluids, both delivered intravenously. The patient was released after spending a couple of hours in the ER.